Event description:
It was reported via repair work order that the patient right stir-up would not lock into place due to latching button was stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.